Event description:
A remstar pro c-flex+ device was returned to a third-party service center related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices with no initial alleged complaint. During the evaluation of the device, the service technician observed a burnt power connector. Additionally, the service technician also noted error code 53: err_comp_log_sem_timeout and error code 100: err_humid_no_heat, and dust particles were present. No evidence of foam particles was found in the assembly. The device was repaired by the service center after the evaluation was completed.